Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-06625, 2134265-2018-06627 and 2134265-2018-06628. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.

Event description:
Same case as 2134265-2018-06625, 2134265-2018-06627 and 2134265-2018-06628. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the returned device identified a noticeable bend. Electrical testing found circuits 2, 5, 6, and 10 were continuous, but had fluctuating resistance measurements between 4 ohms and 3000 ohms. The proximal end and distal end were dissected and no characteristics were identified that would lead to an open circuit, indicating the severe bending of the unit contributed to the fluctuation in circuit resistance. All electrodes were smooth with no sharp edges. The investigation conclusion was unable to be determined. (B)(4).